Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the implant did not detach. The complaint form indicates the device was not pretested prior to use. The delivery pusher was torqued (twisted) to detach the coil. The coil detached in the aneurysm, however, a 2 cm segment of the delivery pushed remained in the carotid artery. The case was continued with several coils. No attempt was made to retrieve the coil with portion of delivery pusher.

Manufacturer narrative:
Sample analysis: the delivery pusher was returned with the implant removed. The device could not be tested for electrical continuity as the delivery was twisted until the most distal segment broke from the pusher. The proximal segment has evidence of being (twisted) torqued as the lead wires are wrapped around the core wire of the pusher and deformed. The most proximal end of the device is normal in spec. Additionally, 2 v-grip detachment controllers were included for eval. Both devices were tested for output voltage and output time. Both devices met the output spec. The light and audio sequence functioned normally on both devices. The detachment controllers were normal in spec. The root cause of this complaint cannot be identified as the entire device was not available for eval. However, the complaint form indicated that this v-trak delivery sys was not tested prior to use as instructed in the product labeling. This failure mode is anticipated with the treatment using embolization coils and is addressed in the risk mgmt file.